Event description:
It was reported that during the treatment of an unruptured, saccular aneurysm located in the left carotid artery, the distal portion of the pipeline embolization device (ped2-450-20) failed to open during deployment, maneuvers were performed according to the package insert without success in distal opening, so it was decided to replace the system (microcatheter and stent). The stent became entrapped inside the microcatheter (phenom), necessitating the replacement of both the microcatheter and the stent. The distal portion of the catheter was also reported to be stuck. The aneurysm had a maximum diameter of 4 mm and a neck diameter of 3.8 mm. Landing zone: distal: 3.9 mm and proximal: 4.4 mm. The accessed vessel measured 4.2 mm in diameter. Vessel tortuosity was normal. The pipeline was removed and resheathed with the microcatheter. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. There was no medical or surgical intervention required to prevent a permanent impairment of a function. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The event did not lead to or extend patient hospitalization. The angiographic result post procedure was ok. The catheter was flushed as indicated in the instructions for use. The patient was reported as alive with no injury. Additional information received reported that the resistance was encountered during resheathing and stent opening. The cause of the failure to open/resistance was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield and phenom 27 catheter were returned inside the outer carton, bio-hazard bag, and shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal end was not opened and frayed. The proximal end of the braid was opened and frayed. No bends were found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 8.0cm to 13.4cm from the distal tip, and kinked at 14.8cm from the proximal end of the catheter hub. No other anomalies were observed. ¿ testing/analysis: the catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed that the braid's distal end was not opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, or deployment of the braid in vessel bend. The customer reported that vessel tortuosity was normal, and the braid was not positioned in the vessel bend, which rules these out as potential causes. The damaged braid may have contributed to the failure to open. Braid damage can result from over-manipulation, improper deployment technique, delivering or retracting the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Additionally, both the pipeline flex shield and the catheter were found to be damaged. The observed damages to the catheter (accordioning/kinking), the braid (fraying), and the hypotube (stretching) suggest that high force was applied. These damages may have occurred while the customer attempted to advance or retrieve the pipeline flex shield through the catheter against resistance. The cause of resistance could not be determined. Possible resistance cause includes a lack of continuous flush with heparinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.